Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved destination was used during a pta-stenting procedure. The lesion was situated in the afs at the right side. The puncture site was in the left common femoral artery (cfa). At the puncture site there were no calcifications, due to an earlier surgical procedure the puncture site was heavily fibrotic. During insertion of the destination guiding sheath friction was felt. After it was in position the charger pta catheter was advanced without problems. While retrieving the charger catheter friction was felt. When retrieving the destination sheath a lot of resistance was felt, especially in the first stage when the destination was still in position over the bifurcation. When retrieved it could be seen that the guiding sheath was damaged. In fact, it was nearly cut through totally except for the braiding. The operator added that the damage was probably caused by the fibrosis/scar tissue at the puncture site. There was no harm to the patient. Additional information was received on 28aug2020. The patient's condition was stable. The procedure was completed with the destination.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information in section b5, to update section h3, and to provide the completed investigation results. One used 6 fr 45 cm destination sheath was received for product evaluation. The dilator was not received. No other accessory components were returned. Visual inspection revealed that the shaft of the sheath had broken into two pieces. In addition to this, the sheath shaft was stretched, and the inner stainless-steel coil was exposed. IFU states: "advance or withdraw the sheath slowly. If resistance is met, do not advance or withdraw the sheath until the cause of resistance has been determined." Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the presence of heavy fibrosis and scar tissue, steep angle between the common iliac arteries, accompanied with pulling the sheath in the presence of resistance may have led to the reported event. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
Additional information was received on 23oct2020. The aorta or aorto-iliac arteries were heavily calcified. Resistance was most probably an accumulation of resistance caused by the fibrotic changes in the groin and the calcified aorto-iliac arteries. There was slight tortuosity of the left common iliac artery. The angle was steep; between the common iliac arteries was 32 degrees. The charger balloon catheter was not damaged.